Event description:
A surgeon reported that over the past year, he began to notice more poor refractive outcomes following intraocular lens (iol) implant procedures. The surgeon is unsure why he is having the hyperopic results. He has looked at how his calculations are being done, which formulas are being used and has been unable to pinpoint a specific reason for these results. The surgeon is unsure how many poor outcomes he has had to date. For this patient, the surgeon reported this patient was at 2.00 diopters at six months postoperative. He had aimed for a result of -0.61 diopters. The surgeon reported the patient has accepted the refractive outcome and no corrective procedures are planned. No further information is expected for this file. There are three medical device reports associated with this event. This report is for the first identified patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated the use of a monarch cartridge (model not identified). The product history records could not be reviewed for the monarch lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. No further information is expected for this file. (B)(4).